Event description:
It was reported upon interrogation during a routine device change this right ventricular (rv) lead was programmed to unipolar configuration, and myopotentials were observed on the electrograms (egms) but not sensed by the device. The physician tested the lead in a bipolar configuration and there was intermittent noise observed consistent with an outer insulation break. The physician elected to leave the lead implanted and programmed to unipolar configuration. The physician did note the procedure was prolonged due to the lead insulation observation. Outside of the surgical procedure, no adverse patient effects were reported, and the lead remains in service.